Event description:
Five smartez pumps (se0200-100, s8c58) containing 3-ertapenem 1 gram in 0.9% sodium chloride 100 ml and 2- daptomycin 600 mg in 0.9% sodium chloride 100 ml would not infuse. Patient confirmed line flushing and working fine with other ed's.